Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by clinical specialist that the pt was transplanted. Before transplant procedure, a partial inflow thrombus was suspected. It was reported that the intraoperative transesophageal echocardiography (tee) did not show thrombus in the left ventricle. The pump will be returned for evaluation.